Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. The issue has been resolved by replacing transformer and the device was delivered to the user in working condition. The root cause of the issue has not been determined.

Manufacturer narrative:
UDI related data quality updates. This event occurred on the (B)(6) market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: (B)(4). Corrected primary di number: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).